Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that the draw fill line on their onetouch verio test strips was not as clear as other (unspecified) test strips. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient informed the customer care representative the subject test strip was partially filled when performing a test during troubleshooting. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the draw fill line on the subject test strips was not clear. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.